Manufacturer narrative:
Product event summary: the data files and balloon catheter afapro28 with lot number 73789 were returned and analyzed. The files showed at least four applications were performed with the returned balloon catheter and 10 applications with a non-returned balloon catheter on the date of the event. The files also confirmed system notice #50005 "the safety system detected fluid in the catheter and stopped the injection" on the date of the event at the end of the last application with the returned catheter. Visual inspection of catheter afapro28 with lot number 73789 showed the shaft was kink at 3.1 inch from the tip of the catheter. Smart chip verification indicated the catheter was used for four applications on the event date. The catheter failed the performance test upon connecting to the console due to system notice # 50005 ¿the safety system has detected fluid in the catheter and stopped the injection.¿ the dissection/pressure test showed a guide wire lumen kink and twist inside the balloon at 1.2 inches from the tip of the catheter. Pressure test showed the breach at the same point of the guide wire lumen kink. In conclusion, the balloon catheter failed the returned product inspection due to a guide wire lumen twist and breach. If information is provided in the future, a supplemental report will be issued.

Event description:
After a successful cryo ablation procedure, the balloon catheter subsequently tested out of specification per the manufacturer's investigation.